Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. The proximal aortic neck measured 28 mm in diameter and 50 mm in length. The maximum dissection diameter measured 73 mm. It was reported that, approximately three years post index procedure, a CT revealed false lumen perfusion due to a proximal type I endoleak. It was additionally observed that the valiant stent graft had migrated 10 mm distally. The maximum dissection diameter measured 61 mm and measured 250 mm in length. The false lumen was partially thrombosed at the level of the stented segment of the aorta and patent distally to the stented segment of the aorta. The investigator indicated that there was no progression of the dissection. No intervention was performed. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the migration, proximal type I endoleak, and false lumen perfusion could not be conclusively determined from the films provided. Pre-implant films, films at implant, and earlier post-implant films were not provided for review and comparison. The post-implant cta's provided showed that there was marginal proximal seal with minimal stent graft apposition to the aortic neck. Contrast was feeding the aneurysm sac along the inner curvature from possible proximal type I endoleak. The reported false lumen perfusion from the proximal type I endoleak was not observed from the films provided. The most recent cta's showed that the proximal stent graft od measured ~ 33 mm and the aortic neck at the same level measured ~ 5.5 cm. It is possible disease progression may have contributed to the aortic neck dilatation, that led to lack of proximal seal, which resulted in the migration and the proximal type I endoleak.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that during 2 years patient follow up a type ia endoleak and false lumen perfusion was identified and also that during 4 year patient follow up a false lumen perfusion, type ia endoleak and migration was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received; it was reported that during 2 years patient follow up a type ia endoleak and false lumen perfusion was identified and also that during 4 year patient follow up a false lumen perfusion, type ia endoleak and migration was identified.